Manufacturer narrative:
(B)(4). Date sent: 5/7/2026. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the plastic portion of the cartridge damaged? Was the metal cartridge pan separated from the plastic portion of the cartridge? Did any piece break off of the device? Did it fall into the patient? Did retrieval alter the procedure in any way? If yes, please explain. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device psee60a lot number a98u1r and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric sleeve procedure, the device was to be used on the first firing with a green refill, but it did not work. It failed to activate, preventing its correct use and damaging the refill. A new device was used to continue the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.